Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507153 rv lead, 507153 rv lead, 4951m53, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented with complaint of palpitations and chest tightness. It was noted that the right atrial (ra) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.